Event description:
A pt reported blood glucose results of 15.1 mmol/l, 6.6 mmol/l, 7.8 mmol/l, and 8.4 mmol/l with a lifescan meter, performed within 10 minutes of each other. The pt contacted their physician and was advised to take their usual insulin dose. The pt neither alleged harm nor experienced injury or medical intervention. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution could not be performed since it had expired.